Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was reprogrammed and instructed on charging. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was charging twice a day and they charged about every 2.5 days with the previous ins. The patient said stimulation was weaker on the left side. The rep also said the patient was seeing. Cannot provide desired settings. The patient had 3 groups as they had different positional needs for stim. Each group has 4 programs and some programming was for the leads to crosstalk and the rate was at 40. The rep said there were impedance issues and contacts 7, 8, and 13 were over 40k. Contact 11 was at 13k ohms. The rep said they had already added cycling 5 minutes on/1 minute off. The rep tried lowering the pulse width to around 400-500 (it was around 700 before) and the rep wanted the patient to be able to access the rate below 40. The rep attempted to use the controller to ensure the patient could change the rate, but then they had oor issues so they could only go to a rate of 28 on all groups. The rep turned the intensity down to 0 on most programs. At one point, the rep couldn't even turn on program 3 on group c as it showed oor right away. The rep adjusted the intensity pulse width, and rate several times throughout the call hoping that the patient would be able to feel stimulation, not go into oor, and have better recharging intervals. The rep had difficulty achieving this and the patient either would not feel stim (the patient needed high amplitudes to feel stim - 11ma, 13ma etc.), the patient couldn't adjust intensities or rate due to oor, or the recharging interval was less than what the patient had been doing. The rep speculated that the left lead was deeper than the right. It was reviewed that the oor was likely due to the impedance issue and high settings. The rep eventually deleted group c and put the patient back to programming similar to what they came in with. At the end of the call, the patient was receiving appropriate therapy and the left stim was stronger than in the beginning. The recharging interval was about the same as prior to the appointment. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# v363055, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the high impedances were assumed to be issues with the leads at those contact points. The rep stated that the remaining high impedances at the other contact would indicate that the leads are either buried too deep or "have had some change over time." No further complications are anticipated.